Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be identified nor duplicated. The field service engineer could not obtain access to the operating room to identify the voltage. Therefore, the facility boimed will correct the issue.

Event description:
The customer reported the system intermittently shut down. No report of pt injury.